Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a do novo lesion located in the mid-left circumflex coronary artery that was heavily calcified, heavily tortuous and 90% stenosed. During advancement, the traveler rx balloon dilatation catheter met resistance and ruptured during the first inflation at 6 atmospheres. The device was replaced with a non-abbott balloon to continue the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.